Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at an unknown concentration) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient was emergency room and there was a concern that she was getting too much medication from the pump. The caller stated that they had not performed a dose increase within the last 10-12 days, however the dose was decreased. No symptoms were reported. The representative requested information on how to stop the patients pump. The caller was directed to follow up with the hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider(hcp) via a device manufacturer representative indicated that the cause of the patients status was not determined. It was reported that the patients pump was put into minimum rate by the attending emergency room physician. The pump reservoir contents were aspirated and the actual amount of medication was the correct expected amount. No further information has been reported as a result of this event.